Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump esc button were not responding sometimes, act button were hard to pressed, down arrow button stuck and insulin pump had scratches on the screen which make difficult to read the screen. Customer stated that insulin pump had rejected new batteries, backlight was dimmer not as bright makes harder to read, insulin pump had to rewind and prime more than once and received random unexplained no delivery alarms. Insulin pump motor was slower during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.